Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona posterior stabilized cemented standard femoral component size 7 left catalog #: 42500606201 lot #: 66195960, persona articular surface 12mm. Left size 6-9 ef catalog #: 42512600712 lot #: 65650474. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient received a knee injection to address continued pain approximately six (6) months following left knee arthroplasty. Additionally, the patient is scheduled to undergo patella resurfacing, as the pain has not yet resolved. Initial operative notes noted no intraoperative complications.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. The following sections were corrected: h4. The product was evaluated through manufacturing review and medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.